Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device displayed an invalid instrument error was confirmed. It was found that the generator was physically damaged and that the 8-way socket assembly was corroded. The damaged parts were replaced along with the corroded connector and the device was repaired, tested and found to be working according to specifications. Fluid ingress into the generator is the root cause of the corrosion of the 8-way socket, which would have caused the device to display the error code. User mishandling of the device is the root cause of the physical damage. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
As reported by the sales rep via phone, during a shoulder surgery, the vapr vue generator was showing an invalid instrument error. The case was completed with another generator with no delay and no patient harm.